Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1 (the reporter and establishment details were inadvertently populated on the initial medwatch, and should be blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the scope communication error b30 was likely occurred when the device was handled by the user; a physical stress was applied to the video cable and universal cord, which resulted in the abnormalities in the charged-coupled device unit. However, a definitive root cause could not be identified. The event can be detected by following the instructions for use which state: inspection of the endoscopic image. The event can be prevented by following the instructions for use which state: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device inspection. The deflectable videoscope exhibited a b30 scope communication error. There were no reports of patient involvement.